Event description:
I had one of the medtronic recalled defibrillator leads. My lead was showing a high resistance level in the coil area of the lead. At medtronic's advice, my electrophysiologist performed the lead replacement surgery in 2008. I was hospitalized overnight and missed a total of 5 days of work. Dates of use: 11 months 28 days, 2007 - 2008. Diagnosis or reason for use: left bundle branch block, low ejection fraction. Cardiomyopathy, cardiomegaly.